Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer reported that there was crack on the screen. The customer's blood glucose was 165 mg/dl at the time of incident. The customer stated that they could not read the display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a frozen display due to corroded electronic assemblies. The pump was received with a corroded motor home switch. The pump was received with a missing end cap sticker, a cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.